Event description:
A malfunction was reported on the customer's insulin pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced, assisted the customer with necessary instructions for handling the replacement, and advised them on using a g7 sensor with the new pump. The customer was instructed to return the faulty pump within 10 days using the provided return box and pre-paid label.